Event description:
The patient is using the medtronic 630g insulin pump model for type 2 diabetes, and presented to his endocrine diabetes follow up appointment. The practitioners tried to download the device data of his blood sugar monitoring on three different computers but were unsuccessful. This prevented the team from making accurate adjustments to patient's insulin regimen. FDA safety report ID# (B)(4).